Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted.

Event description:
The procedure performed on (B)(6) 2013, was bilateral iliac kissing stents via right and left groin percutaneous access. Two 6f sheaths were placed. On the left side, a 180cm glide wire was advanced, and on the right a 180cm straight-tip wire was advanced. As the 8x57x80 visi-pro was advanced up the left, the physician felt that the stent was snug on passing. As the 8x57x80 was advanced up the right, the stent became stuck half in and half out of the sheath. The physician attempted to remove the visipro, but stated it was stuck fast. As both the wire and the visi-pro stent delivery catheter were unable to be removed, the physician made the decision to remove both as well as the sheath. Manual compression was applied to the right groin, and once hemostasis was achieved, the right cfa was re-punctured, and the procedure continued as planned. Procedure was completed as intended. Examination of the returned product that was used on the right side found the visi-pro catheter's balloon chamber and inner and the stent were both missing their distal section. The stent section had been relocated completely proximal to the balloon. All pieces were located locked within the introducer catheter body.